Event description:
The customer stated sparks were observed at the power supply switch of the axsym analyzer. The power supply was replaced to resolve the issue. There was no fire or smoke observed. There was no adverse impact to patient management or harm to laboratory personnel reported.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The cartridge was taken off of the device and placed back on and it click into place. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the staples would not open. During the procedure, the device stapled and cut properly. The leak test and a visual control didn't reveal a failure of the staple line or a damage of the tissues. Two days after the patient, without clinical antecedent, experienced abdominal pain and fever. After further investigation, peritonitis was diagnosed and a reoperation was decided. The surgeon noticed that the staple line was partially opened. After washing the abdomen and removing the flawed staple line, a new stapling was performed. The patient was in an intensive care unit in medium but steady general state.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(6).